Manufacturer narrative:
Refers to the main device. Other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for malignant pain. On (B)(6) 2017, it was reported it was reported that the patient was experiencing inadequate pain relief. Surgery was scheduled for (B)(6) 2017 to aspirate the patient's catheter and for a possible revision. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received on (B)(6) 2017. It was reported that the catheter was pulled back from t7 to t12 and it from an anterior to a posterior position. The cause of the patient's inadequate pain relief was not determined, however the patient was feeling better relief following the catheter revision. No further complications were reported.